Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose level. The customer's blood glucose level was 400 mg/dl at the time of the incident. It was also reported that the cannula was bent and the customer was suffering from the flu. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08610 inches. The insulin pump was received with the serial number label faded. (B)(4).